Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A icm09b58, implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Evaluation summary: analysis of the device memory indicated a partial electrical reset.

Event description:
It was reported that the device had a power-on-reset and an error code was displayed. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.